Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-05033.

Manufacturer narrative:
Eval: results: the leads were visually insp and lead body damage to one of the leads was noted at 11 cm from the proximal end. Both leads had lead body impression marks at 38 cm and 40 cm with no wire damage. A microscopic insp of the leads found one lead body had damage and 6 of the 8 wires were cut. Further insp determined the damage to the lead was consistent with being cut during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.